Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a auxiliary drawer 7 jammed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the drawer in the auxiliary failed and required maintenance. A field service engineer attempted to repair the drawer by changing the tractor band and then replaced the drawer with a new full-height drawer and the rails, configured the drawer and placed the cubies back inside to resolve the issue. The system functioned as intended after the field service engineer repaired the device.